Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the segment steel braid broken, the light guide cable buckled, the side body cover leak, the operation channel cut, the remote control buttons cut, the objective lens unit scratched, the insertion flexible tube (ift) bump, the adjusting collar disconnected, the brand plate discolored, the suction channel kink, the angulation-down angulation zero degrees, and the angulation-up angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.